Event description:
The customer reported erratically elevated platelet results for one patient involving coulter act 5diff cap pierce (cp). Further review of the data received from the customer revealed the patient's specimens had erroneous white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb), and platelet (plt) results on the initial and repeat test; there were no flags for these parameters. The customer performed troubleshooting with the field service engineer (fse): flushed the wbc lyse line and replaced the reagents but did not resolve the issue. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and noted bath probes were misaligned and performed probe alignments. The fse noted the hemoglobin lamp voltage was at minimum and adjusted gains on all parameters. The fse noted diff voltage was high. The fse noted the hemoglobin lamp was skewed and adjusted the lamp. The fse verified system operation. The unit conformed to the manufacturer's published performance specifications.